Event description:
Related manufacturer reference 3005334138-2016-00077.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial tachycardia procedure, a pericardial effusion occurred. A difficult transseptal puncture was performed on this patient with unusual anatomy and geometry was collected. Pulmonary vein isolation was performed and the patient became hypotensive. A transesophageal echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient fully recovered and was discharged after the procedure. The physician indicates the cause for the pericardial effusion was the patient's difficult anatomy. There were no performance issues with any sjm device.